Event description:
A report was received that the patient was experiencing pain and discomfort caused by the strain relief loop of the lead that had flipped up and eroding the skin. In addition, the patient's leads were extremely superficial and were tender to touch. The patient will undergo a revision procedure and creation of pocket for the strain relief loop of the lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial / lot #: 361689 description: linear st lead, 50cm model #: sc-4316, serial / lot #: (B)(4) description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain and discomfort caused by the strain relief loop of the lead that had flipped up and eroding the skin. In addition, the patient¿s leads were extremely superficial and were tender to touch. The patient will undergo a revision procedure and creation of pocket for the strain relief loop of the lead.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure.